Event description:
It was reported that the patient developed redness and an infection while using the bardia 2-way foley catheter. There was no reported medical intervention.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed redness and an infection while using the bardia 2-way foley catheter. There was no reported medical intervention.